Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 1.0 ml 28ga 1/2 in 90 bx 450 mo cannula length was insufficient and noticed during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: nurse was calling on behalf of a consumer. Inquiring about the 12.7 syringe which she stated this bag is from the consumers who's husband had who passed away. She was inquiring about needle being too small. She was inquiring about the smaller needle as 3/8 inch. She also mentioned about needing 1/2 inch size 28g. Consumer uses the syringe for b12. When nurse uses syringe consumer fights and puts head back. Needle stuck nurses index finger. Nurse cleaned the area on her index finger.